Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1628c156ee, serial/lot #: (B)(4), ubd: 16-sep-2020, UDI#: (B)(4); product ID: etlw1610c156ee, serial/lot #: (B)(4), ubd: 11-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device in and endurant iis stent graft system for the endovascular treatment of an abdominal aortic aneurysm. 6 endoanchors were implanted due to concern for late failure.   It was reported that on the day of the index procedure, the patient had an ischemic left leg and associated pain. Per the investigator, it occurred on insertion of the graft in the left side where eia dissection(non flow limiting) occurred suspected from difficulties with the sheath intra-operatively. The patient was treated with a surgical intervention, with exploration and repair of the left common femoral artery. The event was resolved. The event was assessed by the investigator the event as related to the index procedure, and unlikely related to the device. No additional clinical sequelae were reported and the patient is fine.